Manufacturer narrative:
This report will be updated if additional information is received.

Manufacturer narrative:
The device remains in service. No further information is available. This report will be updated if more information becomes available.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was recently received that the right ventricular lead was surgically abandoned and replaced due to the ongoing shock impedance issue. With current information, this device remains in service with a new rv lead implanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific crm received information from a boston scientific field representative that this device and right ventricular (rv) lead were associated with high out-of-range shock impedance measurements. The representative reported the daily measurements varied between normal, high in-range and high out-of-range readings. A boston scientific technical services consultant (ts) discussed testing for lead integrity, and the possibility of a change in the patient's medical condition or a device-lead connection anomaly. No adverse patient effects were reported.

Event description:
Additional information was received that this device was explanted due to battery depletion, and the right ventricular lead associated with the device was removed from service due to the ongoing impedance issues. No adverse patient effects were reported.

Event description:
Boston scientific received information that this patient once again heard tones from this device one year after the original event. It was noted that the patient had continued intermittent high shock impedance measurements upon interrogation. No remedial action has yet been taken and no adverse patient effects were reported.